Event description:
It was reported that post right ventricular (rv) lead implant, the patient described a hiccup sensation in the left chest/abdomen area. It was also reported that pacing of the diaphragm was clearly visible. The configuration of the quadripolar lead was reprogrammed with improvement. No patient complications have been reported as a result of this event. The patient is part of the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead (B)(6) 2013, 4298 implantable pacing lead (B)(6) 2013. (B)(4).